Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary artery bypass graft surgery, on closure of the muscle after the sternum was closed, the needle broke. The same needle was used to complete the stitch. There was no patient injury.